Manufacturer narrative:
(B)(6). Investigation result: a flexiva 200 tractip laser fiber was returned broken in two pieces. The first piece measured approximately 147.1 cm from the connector to the break. The second piece measured approximately 168.6 cm from the break which includes the entire distal tip. The cause code for this event is manufacturing deficiency. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. Fibers are consumable and meant to degrade. The condition of the returned device confirmed that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency.  A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue, which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. Device history records review: a review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation on october 5, 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy and laser procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that there was no aiming beam coming out from the laser fiber. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury not adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken. Please